Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available; however, the lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367, this situation occurred during dwell 5 of 5. The home patient (hp) had 3 bags connected and there was solution in the heater bag only. The unused line clamp was closed. The hp was to complete therapy with manual supplies and the alarm cleared. No patient injury or medical intervention was reported. During follow up, the care giver (cg) stated that the hp did not notice anything unusual with the set up at the time of the alarm. The cg stated the hp did not resume therapy until the following night on the cycler and the hp did not have any problems. The hp did contact his pd rn and left a message regarding the alarm. No patient injury or medical intervention was reported.